Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
New information received notes that the physician allege premature battery depletion.

Event description:
It was reported that when the patient presented in clinic for follow-up after receiving vibratory patient notification alert, device was found to reach eri. There have been no episodes of shocks for a long time and capture threshold was also normal. Device was explanted. Patient was stable.